Event description:
It was reported that the patient's device stopped working the day prior to report and that the patient's urinary symptoms had returned. The patient was going to contact her health care provider on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient received assistance on (B)(6)-2012 and the patient's concerns were resolved. The patient stated that they no longer have concerns with their device or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va009bl, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. The initial MDR was filed as MFR report # 3007566237-2012-01716. Additional review indicated the correct manufacturing site was site (B)(4).